Manufacturer narrative:
A breath delivery (bd) power controller printed circuit assembly (pca) and bd power distribution pca were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A battery was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was isolated to firmware on the battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during setup, the battery in a 980 ventilator was not charging. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery pack and the breath delivery (bd) power printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.